Manufacturer narrative:
The following is based on medical records received from the patient's clinic: this peritoneal dialysis patient suffers many co-morbid conditions and was admitted to the hospital for multiple gastric issues, including pancreatitis. Pancreatitis is an inflammation of the pancreas and can occasionally lead to peritonitis, an inflammation of the peritoneum. There are no reported problems with the cycler or the therapy, and the patient continues to use the cycler without issues. This event of abdominal illness (pancreatitis) leading to peritonitis is not likely related to peritoneal dialysis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that while the patient was hospitalized from (B)(6) 2013 for uncontrolled diabetes, cardiopulmonary disease, a bleeding ulcer, diverticulitis, and pancreatitis, she was also diagnosed with peritonitis. The cause for the peritonitis is unknown; there were no reported fluid leaks during treatment, and it's unknown if the patient self-contaminated, as she has dementia and her granddaughter puts the patient on the cycler at night. According to the patient's peritoneal dialysis nurse, if is suspected that the peritonitis "came from the inside" due to all the abdominal inflammation the patient has from her gastrointestinal conditions. The patient is doing fine now using the same cycler.